Event description:
It was initially reported that for the past 2-3 months (from early (B)(6)) the patient noticed he had to recharge his device more frequently. He felt this could be a sign that he needed a replacement. The patient's implantable neurostimulator (ins) was reaching 8.5 years and he understood that his device would last up to 9 years. He wanted to know how he would go about getting a replacement done and what the surgery would entail. It was then further reported that the patient was unable to adjust stimulation; the early replacement indicator (eri) was displayed as well as the "call your doctor" icon on (B)(6) 2015. The stimulation had stopped on its own, shut off by itself on (B)(6) 2015 and just quit working. It powered down itself. He had a severe headache and looked like he had bad allergies. When he got home, he checked and he was ¾ full so the patient stated the battery was depleted. He had charged fully the week prior. End of service was reviewed and the patient was advised to discuss battery options with his physician. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377775, lot# v004479, implanted: (B)(6) 2006, product type: lead. Product ID: 3898-33, lot# lc5436, implanted: (B)(6) 2005, product type: lead. Product ID: 747140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that since the stimulator had stopped working it was going to be replaced on (B)(6) 2015. The patient stated the stimulator had lasted 9 years and was depleted. Since it had stopped, the patient was back to where he used to be, as his symptoms had returned. The patient had severe headaches and felt like he was going to throw up, but was not able to throw up. The patient stated it had really altered his life. The patient had questions regarding obtaining product and a company representative for the replacement and was redirected back to his physician.